Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. It was also noted that the lower case was broken and the keyboard pad was cosmetically scratched.

Event description:
It was reported the epg (external pulse generator) stopped working. No patient involvement or complications were reported as a result of this event.